Event description:
It was reported that during an initial implant procedure of a competitor device, the newly implanted left ventricular lead exhibited noise. The lead was removed and replaced successfully. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.